Event description:
During routine right shoulder scope for repair labral tear, cannula tip broke off inside shoulder. Open incision then performed to attempt locate and remove cannula tip. Unable to locate after extensive search. Pt incision closed without removal of 2.5 cm cannula tip.